Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No occluded anomaly was observed during analysis. Reservoir connected and locked in place properly.inspected two sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per inspection. No occluded anomaly was observed during analysis. Reservoirs connected and locked in place properly.

Event description:
Customer called to report high blood glucose readings. The blood glucose reading is 450 mg/dl. The insulin has alarmed no delivery. Customer was trying to change the infusion set. Customer's blood glucose increased to 486 mg/dl, then to 531mg/dl. Custome stated that she was feeling worse. Paramedics were called to transport to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.